Event description:
It was reported that the patient presented to the clinic for surgical clearance for an unrelated procedure. During evaluation, bradycardia was identified on electrocardiogram (ECG). Further assessment revealed that the pacemaker exhibited premature battery depletion, with no pacing output and no magnetic response. The pacemaker was explanted and replaced on (B)(6) 2026. The patient remained in stable condition.